Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a new device was implanted, the existing right ventricular (rv) lead exhibited decreased r-waves, high thresholds and no capture. The newly implanted device was reprogrammed to higher outputs, but no capture was still noted. The physician confirmed the device and rv lead were connected properly through fluoroscopy. It was also noted that the physician was, "going ahead without the rv lead." No patient complications have been reported as a result of this event.